Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During the routine 45 day follow up the physician noted a leak. There is no more information available at the time of this report.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.